Manufacturer narrative:
The pad-pak was first installed successfully on (B)(6) 2009 and performed to specification up to (B)(6) 2014. The device failed several self-tests due to a low battery between (B)(6) 2014, the device remained in fault mode up to (B)(6) 2014. Multiple manual power ups of ten minutes duration were recorded between (B)(6) 2015 and the final history log entry on (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.